Event description:
Sientra silimed breast implants placed on (B)(6) 2014. Type 20621-240hp. Started experiencing severe breast pain and breast hardness (B)(6) 2021. Consulted medical professional for breast and breast implant examination. Diagnosed with bilateral capsular contracture and advised to explant. Had bilateral explant surgery on (B)(6) 2021. Insurance will not reimburse me for this out-of-pocket expense and since I only had the implants for 7 years, I feel that sientra should reimburse me for this surgery due to all the issues recently related to these implants but I cannot find a "medical device safety attorney" to take my case. Can you help me? Physical examination (B)(6) 2021 by plastic surgeon. FDA safety report ID # (B)(4).